Manufacturer narrative:
It was reported that the bulb of the bulb irrigation syringe was "too hard" and that if it was squeezed or pressure was placed on the bulb, "it comes out." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that issues with the bulb of the bulb irrigation syringe were experienced.